Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that a complete lead was received. An insulation abrasion breaching one ring electrode cable at 81.9 cm to 82.2 cm from the connector pin was noted.